Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The motion batteries were replaced and the system was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system took the first 3d spin with no issue, when attempting a second spin 45 minutes later, the system showed a critical battery error after the gantry rotated about halfway. The site wiggled the umbilical cable and that changed the system to 2d mode, and then back and forth between the error message and 2d mode. A restart fixed the issue. This is the first time the issue has been reported to medtronic but was noted to be a common issue with this system. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that there was no unused or accidental radiation